Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance trend on the rv (right ventricular) pacing lead was variable. There were 8 non-sustained tachycardia episodes with v-v intervals less than 220 ms between (B)(6) 2014. Rv impedance varies between consistent minimum 220-250 and a maximum between 500 and 1000 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that there has been a high number of short interval counts (sic) and two recent episodes show non-physiologic sensing. A lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden change in pacing impedance with a varying trend. The lead remains in use. No patient complications have been reported as a result of this event.